Event description:
It was reported that the patient complained of pain, and infection was discovered with abscess showing on radiograph around the implant at tooth location #28. The implant was removed. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the reported device was not returned for evaluation. The following sections are being reported: b4: date of this report was updated. D9: product availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation code was added: 3331, 4110 and 4114. H10: narrative/data was updated. DHR review was completed for the subject lot number (2019120872). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019120872) for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique.

Event description:
No additional event information received at the time of this report.